Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2012. The patient's testing frequency is not known, it is not specified if the patient began testing with a secondary/ back-up meter after the reported power issue occurred, and it is also not known if the patient suffers from other health conditions. The patient manages her diabetes with an unspecified type of insulin (self adjuster); it is not clear if the patient's insulin regimen is based on a blood glucose result and/or food intake. According to the csr's documentation, the patient denied taking any action in response to the reported power issue and subsequently two to three weeks later, she reportedly developed symptoms of shortness of breath and felt tired. During a doctor's office visit on (B)(6) 2012 (at 11:20am) the patient reportedly obtained a blood glucose reading of "328mg/dl" with the doctor's meter and at the same time afterwards she was administered 15 units of novolog. During troubleshooting, the csr verified the patient was using the correct test strips at the time the alleged issue occurred, the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the subject meter did not turn on manually with the power button or with a test strip. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.